Manufacturer narrative:
Device not returned. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old white male had impella cp pump inserted in the left femoral. On (B)(6) 2019 computerized tomography (CT) scans shows active bleeding at the insertion site into the leg and retroperitoneal, intervention of a vascular surgeon was needed to stop the bleeding. The impella cp pump was removed to fix the vascular lesion at the level of the insertion site. A minimum of two (2) blood concentrates (330 ml each) was administered before starting the surgical repair of the vessel at an hb level of 7g/dl and an additional four (4) blood concentrates (330 ml each) after surgical closure of the vessel and removal of the hematoma. Large amounts of fluids, catecholamines because of sepsis, and antibiotic therapy was also given as treatment. The patient was in hemorrhagic shock, developed a septic component, and compartment syndrome of the left upper leg and the patient expired in the intensive care unit (ICU) on (B)(6) 2019.